Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360¿ infuser device which was reported to have overdelivered during patient use. The volume accuracy test was performed 3 times and the test was consistently at 22ml which is 1ml over specification. There was patient involvement; no actual harm was reported as a consequence of this event, but potential harm.